Manufacturer narrative:
(B)(4). The other starclose and perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary:visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A starclose se device was used; however, resistance was felt and the sheath did not split completely and the clip was not deployed. The starclose se device pulled out of the artery prior to use of the safety release. The vessel locator wings were in the open position when the device was removed from the patient anatomy. There was no vessel damage noted. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.